Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. The reported complaint cannot be confirmed from the returned sample. Iol (intraocular lens) returned wrapped in surgical fabric. Solution is dried on the iol. Both haptics are intact. The optic is cracked/fractured and scratched/marked-rejectable with loose fibers & particulate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, during follow-up the patient complained about glare at night after monofocal iol surgery. The patient also complained that the discomfort over short and intermediate distances was greater than it was before surgery and proceed with a iol exchange surgery. The lens was exchanged for another unspecified lens model 05 days following the initial procedure.